Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16240. It was reported that one of the patient's leads had pulled out and had migrated. The issue was confirmed via x-ray. High impedances were noted. Surgical intervention may occur to address the issue. It is unknown which lead had the issue so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was established post-operatively.